Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, error test, and displacement test. We were unable to prime during prime test due to faulty force sensor. No motor error alarm noted. We were unable to complete functional test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, and cracked belt clip slot.

Event description:
It was reported via phone call by customer's family member the insulin pump alarmed motor error and had no delivery. The customer stated this occurred when trying to bolus. The customer's blood glucose was unknown. The customer was able to completed pump rewind. In the pump history 15 motor alarms were noted. The customer was advised the pump will need to be replaced and revert to back up plan. The customer declined to troubleshoot for no delivery.